Event description:
It was reported that the urinary catheters were in close proximity because urine was present in the protection. The implantation date was (B)(6) 2022, and the occurrence date was (B)(6) 2023. Replacement of the medical device was done. The lot# numbers reported were nggq0589, ngdy1685 and 2120842164 . As per the additional information received from the customer on 29mar2023, there was leak in protection on (B)(6) 2022 and urinary catheter with lot number lot 2120842164 was changed on (B)(6) 2022. On (B)(6) 2023, there was leak in protection and urinary catheter with lot number nggq0589 was changed. On (B)(6) 2023, there was leak in protection and urinary catheter with lot number 2120842164 was changed. On (B)(6) 2023, there was leak in protection but urinary catheter was not changed. On (B)(6) 2022 there was manifold leak and catheter with lot number ngdy1685 was changed. On (B)(6) 2022, the user scheduled change for catheter with product catalog number scc226514. On (B)(6) 2023, there was leak in protection, and catheter with lot number ngdy1685 was changed. On (B)(6) 2023, the catheter with lot number ngdy1685 was changed as there was leak in protection and the balloon deflated to 7cc . On (B)(6) 2023, the catheter with lot number ngdy1685 was installed. On (B)(6) 2023, there was leak in protection and urinary catheter with lot number ngdy1685 was changed. On (B)(6) 2023, there was leak in protection and urinary catheter with lot number ngdy1685 was changed. On (B)(6) 2023, the catheter with 10ml balloon was installed. On (B)(6) 2023, the catheter removed by doctor as balloon deflated to 5cc .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be wrong product size selected cause urine leakage. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be wrong product size selected cause urine leakage. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the urinary catheters were in close proximity because urine was present in the protection. The implantation date was (B)(6) 2022, and the occurrence date was (B)(6) 2023. Replacement of the medical device was done. The lot# numbers reported were nggq0589 , ngdy1685 and 2120842164 . As per the additional information received from the customer on 29mar2023, there was leak in protection on (B)(6) 2022 and urinary catheter with lot number lot 2120842164 was changed on (B)(6) 2022. On (B)(6) 2023, there was leak in protection and urinary catheter with lot number nggq0589 was changed. On (B)(6) 2023, there was leak in protection and urinary catheter with lot number 2120842164 was changed. On (B)(6) 2023, there was leak in protection but urinary catheter was not changed. On (B)(6) 2022 there was manifold leak and catheter with lot number ngdy1685 was changed. On (B)(6) 2022, the user scheduled change for catheter with product catalog number scc226514. On (B)(6) 2023, there was leak in protection, and catheter with lot number ngdy1685 was changed. On (B)(6) 2023, the catheter with lot number ngdy1685 was changed as there was leak in protection and the balloon deflated to 7cc. On (B)(6) 2023, the catheter with lot number ngdy1685 was installed. On (B)(6) 2023, there was leak in protection and urinary catheter with lot number ngdy1685 was changed . On (B)(6) 2023, there was leak in protection and urinary catheter with lot number ngdy1685 was changed. On (B)(6) 2023, the catheter with 10ml balloon was installed. On (B)(6) 2023, the catheter removed by doctor as balloon deflated to 5cc .

Event description:
It was reported that the urinary catheters were in close proximity because urine was present in the protection. The implantation date was (B)(6) 2022, and the occurrence date was (B)(6) 2023. Replacement of the medical device was done. The lot# numbers reported were nggq0589, ngdy1685 and 2120842164 . As per the additional information received from the customer on 29mar2023, there was leak in protection on (B)(6) 2022 and urinary catheter with lot number lot 2120842164 was changed on (B)(6) 2022. (B)(6) 2023, there was leak in protection and urinary catheter with lot number nggq0589 was changed. On (B)(6) 2023, there was leak in protection and urinary catheter with lot number 2120842164 was changed. On (B)(6) 2023, there was leak in protection but urinary catheter was not changed. On (B)(6) 2022 there was manifold leak and catheter with lot number ngdy1685 was changed. On (B)(6) 2022, the user scheduled change for catheter with product catalog number scc226514. On (B)(6) 2023, there was leak in protection, and catheter with lot number ngdy1685 was changed. On (B)(6) 2023, the catheter with lot number ngdy1685 was changed as there was leak in protection and the balloon deflated to 7cc. On (B)(6) 2023, the catheter with lot number ngdy1685 was installed. On (B)(6) 2023, there was leak in protection and urinary catheter with lot number ngdy1685 was changed. On (B)(6) 2023, there was leak in protection and urinary catheter with lot number ngdy1685 was changed. On (B)(6) 2023, the catheter with 10ml balloon was installed. On (B)(6) 2023, the catheter removed by doctor as balloon deflated to 5cc.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.